Manufacturer narrative:
Field complaints of premature discharge of battery, inductive telemetry issue, and inability to program were not confirmed. The device was received from the field with battery voltage at end-of-life level. Electrical and mechanical analysis performed found no anomaly. All readings were consistent with typical end of life levels.

Event description:
It was reported the asymptomatic patient presented for an in-clinic follow up. Upon interrogation, it was observed the pacemaker was slow to interrogate and was unable to apply programming changes. The physician alleged premature battery depletion. The pacemaker was explanted and replaced with no complications and the patient was stable.